Event description:
Customer reported that she felt an electric shock while wearing a freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issue was observed. The sensor plug was properly seated. No evidence of the reported issue was observed. The reported sensor was sent for further investigation and de-cased. A visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. An extended investigation was also performed and examined the returned freestyle libre puck and observed no external damage to the puck. The puck was returned in sensor state 5 (indicating normal termination). A linearity testing was performed, which tests the functionality of the puck and passed. No damage was observed during visual inspection of the internal components of the sensor. The returned puck¿s battery was intact with no damage and power consumption was measured within specification. The puck¿s battery produces a voltage that is insufficient to produce an electric shock. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she felt an electric shock while wearing a freestyle libre sensor. There was no report of the death, serious injury, or mistreatment associated with this event.